Event description:
It was reported that the patient's pump was eroding through the skin. The pump was exposed at the pocket site and the site was red in appearance. The health care professional stated the cause of the event was an infection of the pump that the patient developed from a rehabilitation facility. The pump was removed. The patient required hospitalization related to the event. The patient recovered without sequelae. The clinicians office reported the pump medications as morphine and bupivicaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc serial# (B)(4) implanted: 2007-(B)(6) product type - catheter. (B)(4).